Event description:
As reported to coloplast through not verified, the pt was implanted with novasilk on (B)(6) 2006. Later pt experienced pain, infection, and urinary problems. Has undergone a surgical procedure to have product removed and may undergo additional surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.